Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that they experienced high blood glucose of 420mg/dl. Customer¿s current blood glucose was not given. Customer also reported that they had insulin flow blocked which was resolved by changing complete set. Product will not be return for analysis.